Event description:
It was reported that "sometimes screen gets stuck and doesn't light up and button 1,2,3 doesn't work, glitches a few times". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.